Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
After the initial surgery of aequalis perform glenoid tsa on (B)(6) 2019, the glenoid implant dislodged due to loosening. On (B)(6) 2020, a revision surgery was performed. After removal of the pegglenoid and the head implant, the 4b stem was left in place and replaced with rsa. A new insert (dwf361b), tray (dwf510), base plate (dwd170) and glenoid sphere (dwd180) were used. Note: the current report is linked to emdr form # 3000931034-2020-00103 (our reference comp-2020-1649).